Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high"; specific value was not provided. The customer was using fiasp within their pump supplies. Customer administered a bolus via the pump to address bg. Reportedly, customer "passed out" and paramedics were called. Nature of assistance provided by paramedics was not known. Tandem technical support educated the customer regarding off-label insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.